Event description:
(B)(4). Began to break out in skin rashes, went to dermatologist and allergist both stated it was a reaction to something. Shortly after began having terrible periods to the point I would be bed-ridden with bleeding and pain. During sexual inter course, it would become very painful. All symptoms started after essure. Was never made aware of possible nickel in the device and I have a nickel allergy.